Manufacturer narrative:
The identified pump functional failures for the activation and inflation tests align with the reported pump malfunction, failure of the inflation functional test indicates that the pump did not transfer a sufficient amount of fluid to the cylinders, which is the most probable cause for the reported inflation issue. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process . Product analysis of the returned components confirmed a pump malfunction. The product record review indicated that the reported events do not represent an unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure during product analysis. Based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence:

Event description:
It was reported that the patient underwent revision surgery for the removal and replacement of ams 700 lgx preconnect ms 15cm due to a pump malfunction. Additional information received stated that the cylinders would not inflate due to pump malfunction. The patient condition post-surgery was very good.

Event description:
It was reported that the patient underwent revision surgery for the removal and replacement of ams 700 lgx preconnect ms 15cm due to a pump malfunction. Additional information received stated that the cylinders would not inflate due to pump malfunction. The patient condition post-surgery was very good.